Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 127677 with internal quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000/ lot: 127677, test base part number 195-430h / lot: 126311a. The lot met the required release specifications. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false negative results with the binax now covid-19 ag card assay for multiple patients performed from (B)(6) 2020 through (B)(6) 2020. This MFR. Report addresses all patients involved. Identifying demographics were not provided. The nasal swabs were used to swab both nostrils. Repeat testing was performed on some samples and generated negative results. Confirmation testing with laboratory based pcr generated positive results; CT values not provided. The customer stated the patients were asymptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact to patient treatment. Additional information was received from the customer regarding additional test results without further clarification. The customer has not been able to provide further information. An investigation is in process to determine if additional patients/allegations are related to this event. Per binaxnow covid-19 ag card product insert intended use: negative results do not rule out sars-cov-2 infection and should not be used as the sole basis for treatment or patient management decisions, including infection control decisions. Negative results should be considered in the context of a patient's recent exposures, history, and the presence of clinical signs and symptoms consistent with covid-19. Negative results should be treated as presumptive and confirmation with a molecular assay, if necessary, for patient management, may be performed. Per binaxnow covid-19 ag card product insert intended use (limitations): false results may occur if specimens are tested past 1 hour of collection. Specimens should be tested as quickly as possible after specimen collection. Due to the risk of a false negative results leading to possible increased complications and the risk of community hazard by further spread due to lack of early containment measures, such as isolation, the incident shall be considered reportable.

Manufacturer narrative:
A review of the complaints reported false negative patient results ( confirmed and unconfirmed, conflicting results) related to kit lot 127677 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient samples.